Manufacturer narrative:
(B)(4) date sent to the FDA: 07/14/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. Lot number of prineo used. Incision size of product application? How was the incision approximated under the tape? How was the underneath layer of tissue closed? Was the mesh placed over the entire length of the incision? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of dehiscence. How large of an area does the breakdown of skin cover? Do you have any photos? What type of medication? Dose? When (date) administered? Was another method used to close the incision? What is the physicians opinion of the contributing factors to the dehiscence? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient pre-existing medical conditions.

Event description:
It was reported that the patient underwent a total knee replacement on unknown date and topical skin adhesive was used. Following the procedure, the patient experienced wound dehiscence, skin breakdown around the wound and oozing. It was also reported that the topical skin adhesive washes/dissolves away and then the wound edges open up. Additional information has been requested.